Event description:
The surgeon reported that after attempts to seat two different tibial inserts into the tibial base, he elected to implant an all polyethylene tibial component instead. No injury to the pt was reported.